Event description:
It was reported that a few days after implant, therapy kicked in and was working terrifically for almost three weeks. A few days prior to the report therapy began diminishing and symptoms returned within a 24-hour period. The symptoms had a sudden onset. The patient felt her body got used to the therapy and it stopped working. There were no falls or traumas associated with the event. The patient¿s healthcare professional advised the patient to increase stimulation and the patient increased from 1.9 volts to 2.3 volts. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fctr, implanted: (B)(6) 2014, product type: lead. (B)(4).